Event description:
It was reported that the ventilator failed internal leakage test, pressure transducer test and patient circuit test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that internal leakage test, pressure transducer test and patient circuit test failed during pre-use check. There was no patient involvement. Identification of issue has been done by analyzing problem description and service report. The pressure transducer circuit board was check and required replacement. Defective pressure transducer printed circuit board may lead to high pressure. The device logs and defective part were not available for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).